Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced stopper deformation. The following information was provided by the initial reporter: before use, the user noticed that the stopper (black rubber) was disfigured in the barrel.

Manufacturer narrative:
H6: investigation summary customer returned a single 0.3ml syringe. The rubber stopper on the inside of the barrel is visibly warped and dragging. The plunger rod cannot be moved using the intended amount of force. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of stopper damage. Unable to review of the device history record and leading 2 lean (l2l) due to the batch details being unknown. Therefore root-cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced stopper deformation. The following information was provided by the initial reporter: before use, the user noticed that the stopper (black rubber) was disfigured in the barrel.